Event description:
Reportedly, a patient experienced an ulceration of the turbinate tissue which exposed the turbinate bone below.

Manufacturer narrative:
No device returned to the manufacturer. Original report received via e-mail. Requested incident details and user/account information with no success.